Event description:
It was reported that the pump's control-iq software was not adjusting insulin delivery as expected. There was no adverse impact to the customer's blood glucose level. The reported issue could not be confirmed.